Manufacturer narrative:
The evaluation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the patient monitoring system suddenly rebooting during a surgical procedure. As per report, the users introduced a spare monitoring system. Surgery could be continued; no patient consequences have occurred.

Manufacturer narrative:
Further information was received, and it was confirmed that when the m540 cycled power, the connection between the infinity acute care system (iacs) c700 cockpit workstation and m540 was lost. The users cycled power to all devices, and the problem seemed to go away for a short while, then came back later. A draeger technician went on site and confirmed that when the m540 was docked to the infinity m500 docking station, it would reboot randomly, when not docked it did not reboot. Initially, the issue was localized to the m540 and the iacs p2500 power supply was moved to another operating room. However, subsequently, the site biomedical engineer reported that the issue followed the iacs p2500 power supply. The power supply was replaced to resolve the issue.

Event description:
It was reported that the patient monitoring system suddenly rebooted during a surgical procedure. As per report, the users introduced a spare monitoring system. Surgery could be continued; no patient consequences have occurred.